Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when setting up the device before the surgery began, the outer tube of the shaver of the em blade, which should normally be attached together, had come detached and could not be used normally. A new one was taken out and the surgery began without any problems. There was no patient impact.

Manufacturer narrative:
B5: additional information received and indicated that there was no malfunction with patient interface or shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: analysis found that visually, there was no significant damage to the packaging carton when returned. There was also no damage observed in the construction of the blade. However, the tracker hub was not attached to the outer hub of the blade, it was loose. During the visual analysis, it was noticed that one side of the outer hub had a very light traces of adhesive, while the other side had a more visible traces of adhesive. In the returned condition, there was an out of specification condition that was related to the complaint. H6: initially submitted codes fdm b21, fdr c21, fdc d16 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that there were no fragments or pieces detached from the device.